Event description:
It was reported that during installation performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests, patient interface module tests, and fill manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the pneumatic module assembly, and finished setting and installing the iabp unit. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (health effect-clinical codes), (type of investigation), (component codes), (health effect-impact codes), h10. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (aug-18 to aug-20) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during installation performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests, patient interface module tests, and fill manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The pneumatic module assembly was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed and tested the pneumatic module assembly to factory specifications per cardiosave service manual, which passed and could not verify the reported failure of pim module failure. The pneumatic module assembly was sent to the supplier for failure analysis per procedure.

Manufacturer narrative:
Manufacturing returned pneumatic module assembly and could not verify the reported failure. A senior repair technician of the national repair center (nrc) installed the pneumatic module assembly into cardiosave test fixture and tested to factory specifications per cardiosave service manual and it passed testing, could not verify the reported failure of pim module failure. The pneumatic module assembly was scrapped and retained per procedure.

Event description:
It was reported that during installation performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests, patient interface module tests, and fill manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The stm advised that the iabp unit will remain in storage for the next two (2) months until the customer is trained and plans to go live. At this time, the customer is currently using a rental iabp unit until the training is complete. The stm advised that there is no date scheduled for the repair of the iabp unit. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during installation performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) failed all manifold tests, patient interface module tests, and fill manifold tests. There was no patient involvement, and no adverse event reported.